Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user who stated that he was standing with the unit with the brakes locked and the brakes suddenly released causing the rollator to spin, and he fell to the ground resulting in a broken rib. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.

Manufacturer narrative:
Drive devilbiss healthcare received the device returned for evaluation. The brakes were tested in all positions and functioned as designed.